Manufacturer narrative:
This device is available for analysis but has not yet been received. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During use of a 3x6 savvy small vessel percutaneous transluminal angioplasty (pta) balloon catheter, it ruptured. There was no patient injury and the device will be returned for analysis.

Manufacturer narrative:
The device was returned and section d10 was updated accordingly. The completed engineering report will be submitted within 30 days upon receipt.

Manufacturer narrative:
During use of a 3 x 6 savvy small vessel percutaneous transluminal angioplasty (pta) balloon catheter, it ruptured. There was no patient injury. One product was returned for analysis. A non-sterile pta savvy small vessel 3 x 6¿ was returned. Per visual analysis the catheter was coiled inside of a clear plastic bag without balloon inflation. An axial burst was observed on the inspected device. No other damages or anomalies were observed during the visual evaluation. Sem analysis revealed the balloon¿s internal surface and marker bands did not appear damaged or defective. However, the external surface of the balloon was noted to have scratches and abrasion marks adjacent to the balloon burst/ruptured areas. No other anomalies were found during the sem analysis. A product history record (phr) review of lot 17502616 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst¿ was confirmed by analysis of the returned device. However, the exact cause could not be determined. Per analysis of the device, the outer surface presented evidence of scratch marks and abrasions adjacent to the balloon rupture. This type of damage is commonly caused by the interaction of the balloon material with a sharp object or mechanical damage, likely calcium. Vessel characteristics, although unknown, may have contributed to the reported event as calcium is known to damage balloon material. According to the instructions for use, although this is not intended as a mitigation, ¿balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the result of in vitro testing. At least 99.9% of the balloons (with a 95% confidence level) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specified procedure for which the device will be used.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.